Event description:
The customer reported a ventilator gave a 110b error code indicating a check vent: proximal pressure sensor auto zero failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, solenoid 3 and 4 and data acquisition printed circuit board assembly (da pcba) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The removed acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Pil was unable to duplicate the reported issue of the proximal pressure failure from the service. Functional analysis was performed and identified that the device pressure accuracy testing passed. The suspected da pcba operated on the standard test bed (stb) without issue. The suspected da pcba passed pressure accuracy testing as noted in the current revision of service manual. No fault found.